Event description:
It was reported that the after several inflations of the balloon of this device, the device became stuck on the coronary guidewire. The physician forcefully removed the system from the pt resulting in two dissections. Review of the cine revealed one of the dissections occurred during an initial dilation with another device. The mid lad lesion was positioned on a bend in the artery. The physician completed the case successfully.